Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken off battery cap top. Tested with a test battery cap and the pump powered up properly. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed multiple battery alerts including low battery, weak battery, and failed battery test. It was reported that the insulin pump alarmed off no power. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.